Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) non-dehp micro-volume extension set appeared cracked. It was further reported, a non-baxter infusion pump alarmed an occlusion during a precedex infusion. None of the other infusions (not further specified) had any issues. Further inspection, ¿revealed cracked tubing on cap¿. The tubing and syringe were replaced. The new tubing too had a ¿little crack in tubing as well¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information for h10: based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.